Manufacturer narrative:
It was reported that a patient allegedly had spacer dislodgement and tibial tray loosening. A revision surgery occurred to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient allegedly had spacer dislodgement and tibial tray loosening. A revision surgery occurred to address the issue.